Manufacturer narrative:
One used tracheostomy tube was returned for inspection. Visual inspection observed no damages, anomalies, or defects with the device. During functional testing, a syringe was used to insert 16cc's of air into the inflation line. The cuff inflated entirely around; the cuff was not observed lopsided or asymmetrical. The cuff was submerged in water; no bubbles-suggesting a cuff leak- were observed. Next, water was inserted into the inflation line; again the cuff inflated as intended. A review of the device history records and related documents did not show any manufacturing issues. As the returned product was confirmed to operate as intended, there was no evidence found to suggest the reported event was device caused. No corrective actions have been planned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after about a months use of the listed device the ventilator alarmed due to air leakage. Upon removal of the tracheostomy tube, the cuff was found asymmetric. Tracheostomy tube change was performed without issue. No adverse health outcome resulted.